Manufacturer narrative:
With the available information, boston scientific concluded that the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently implanted failed auto set up due to low amplitude. The electrode was repositioned three times during the implant and the auto setup continued to fail in all vectors. Programming options and defibrillation threshold (dft) test was performed and the signal was good. Then, the patient went home and this s-ICD system delivered two inappropriate electric shock while leaning back in recliner. Possible causes were discussed. The s-ICD was turned off overnight and programming options were recommended for now. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently implanted failed auto set up due to low amplitude. The electrode was repositioned three times during the implant and the auto setup continued to fail in all vectors. Programming options and defibrillation threshold (dft) test was performed and the signal was good. Then, the patient went home and this s-ICD system delivered two inappropriate electric shock while leaning back in recliner. Possible causes were discussed. The s-ICD was turned off overnight and programming options were recommended for now. Currently, this product remains in service and no additional adverse patient effects were reported.